Event description:
It was reported that during preparation of a surgery, a foreign material was found in the package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
A piece of particle was observed during the evaluation. The foreign material was holding to the tube with a piece of adhesive tape. Therefore, the reported foreign material condition was confirmed.

Event description:
It was reported that during preparation of a surgery, a foreign material was found in the package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.